Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads on oral-b toothbrush no longer staying securely attached to the pin/brush head comes loose from the device mid-brushing [device breakage] case narrative: male consumer via e-mail stated that the oral-b toothbrush head on his oral-b toothbrush no longer stayed securely attached to the pin. No injury was reported.